Event description:
It was reported that the insulin pump alarmed unexpected restart, watchdog timeout, and battery out limit. The customer received the unexpected restart alarm after removing the battery from the insulin pump, when they realized it shut off. The unexpected restart alarm was recurring during normal insulin pump use. The customer's blood glucose level was in between 12 mmol/l and 13 mmol/l. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.